Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and a competetor¿s atrial lead. Boston scientific technical services (ts) advised lead integrity testing and corrective actions as needed. Additional information was received indicating a possible break in the atrial which was competitor's lead due to high impedance. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.